Manufacturer narrative:
(B)(4).

Event description:
It was reported that poor atrial sensing and far p wave oversensing were observed. The device was reprogrammed. The patient was asymptomatic and monitoring will continue.